Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and loss of capture was noted. A revision procedure was performed and the lv lead was successfully repositioned. Remains in service. No additional adverse patient effects were reported.